Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the loading process using multiple needles. Customer was able to fill cartridge after changing the syringe needle. Customer's blood glucose was within range (value not provided).